Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device was not able to identify any defects. The glass cap exhibited moderate devitrification at the output window and the metal cap exhibited no detritus adhesion on its surface. The fiber was tested with hene laser fixture, and there were no signs of breakage along length of fiber. Based on all available information and objective evidence from product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing as analysis did not identify any defects with the returned device.

Event description:
It was reported that at the start of a photoselective vaporization of the prostate (pvp) procedure, the fiber went into fiber life immediately. After fiber life, the fiber went into standby mode and the beam was firing from the tip as well as the side. The physician replaced the fiber after 670 joules and 19 minutes of use. The second fiber was opened, however, the second fiber went into fiber life as well. A third fiber was used to complete the procedure with no patient complications. This event is for the first fiber.

Event description:
It was reported that at the start of a photoselective vaporization of the prostate (pvp) procedure, the fiber went into fiber life immediately. After fiber life, the fiber went into standby mode and the beam was firing from the tip as well as the side. The physician replaced the fiber after 670 joules and 19 minutes of use. The second fiber was opened, however, the second fiber went into fiber life as well. A third fiber was used to complete the procedure with no patient complications. This event is for the first fiber.